Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 284 mg/dl. During system check with tandem technical support, when the fill tubing step was performed, it took longer than expected for drops of insulin to be seen, indicating that there was an air segment/gap near the end of the tubing. Reportedly, the customer delivered a bolus via the pump and continued using the pump for insulin therapy.